Manufacturer narrative:
An onsite evaluation of the thermogard console (sn (B)(4)) was performed by a zoll service technician. The reported complaint of the thermogard console displayed tcmid:05 (coolant diff failure) error message was confirmed during functional testing and based on the event log review. The investigation findings revealed a defective lm 34 a/b temperature sensor likely due to a defective component. During visual inspection, no physical damages were observed. The thermogard console passed power on self test. However, after self test, the console displayed a tcmid:05 error message, thus confirming the reported complaint. The event logs were reviewed and confirmed the occurrence of multiple tcmid:05 error messages around the customer reported event date, thus confirming the reported complaint. The lm 34 a/b temperature sensor has a difference of 6 degrees or more between a and b. The defective lm 34 a/b temperature sensor was replaced to address the error message. Following service, the thermogard console passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
During patient use, the thermogard console (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message. Following this, the adjunct therapy was used on the patient. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.